Manufacturer narrative:
Cec assessed the event as a non q wave mi (target vessel) mdt extended historical peri-pci as no event. Cec also assessed the the 1st cass site to indicate the location of stent thrombosis, revascularization or mi as the proximal rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of atrial fibrillation, sleep apnea and cad. Cec assessed stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four resolute onyx drug eluting stents,one nc euphora balloon and two unknown medtronic balloons were used to treat the rca. The index procedure was very complex lasting 7 hours to treat cto of the rca. On the same day the patient suffered a peri-procedural target vessel mi. It was confirmed by angio that no stent thrombosis was present. The investigator assessed the event as not related to the index device or anti-platelet medication. The patient recovered.

Manufacturer narrative:
Lot number for one of the nc euphora balloon received. Update to one of the resolute onyx drug eluting stent lot numbers. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed mi as a non q wave mi (target vessel), mdt extended historical peri-pci. If information is provided in the future, a supplemental report will be issued.